Manufacturer narrative:
New information added to the following fields: b5, d8, d9, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (1) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed as the device connector was returned with the proximal cap removed. The fiber was broken at the end of the strain relief point with discoloration and signs on burning on the strain relief. The probable cause for the break at the connector could not be directly determined via physical inspection. The distal tip of the device was intact and appears unused. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the device appeared to have been mishandled by the user. Olympus will continue to monitor the field performance for this device.

Event description:
Additional information received from the customer stated that there was approximately a 10 minute delay to the procedure to change the laser fiber over to new fiber and to verify there was no other contributing factors to the break in the fiber at the hand piece. The issue occurred in the middle of the case when the doctor started using the laser fiber, within a minute or two after starting. The fiber was too taught, and broke at the handle piece. There was no error message when the issue occurred. There was no impact to the patient or the user.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip single use fiber broke and caught fire at the handle. The issue occurred during ureteroscopy. The procedure was completed using a similar device. There were no reports of patient harm.